Manufacturer narrative:
Additional product information was requested from the customer; they stated no additional information is available. The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. The customer stated they do not have additional product or patient information. Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 3011649314-2025-00157.

Event description:
A healthcare professional reported that an abutment got stuck in an implant. Per the report they were able to remove the abutment from the implant and the implant was not damaged and remained in the patient's mouth; however, the driver (concomitant) broke while removing the abutment. It was reported that the healthcare provider did not observe any patient symptoms or permanent injury nor were any additional procedures performed.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. No lot number provided therefore, no DHR results can be retrieved. Stock product reviewed results. No lot number provided; therefore, no stock product results can be retrieved. Investigation methods/results. Per the reported information, the customer discarded the product. Root cause description. Refer to CAPA ca-00037 for the root cause.